Manufacturer narrative:
It was initially reported that end-user saw "sparks and fire" coming from the hand control pendant of the semi-electric bed. The reporter stated that "electrical smell" was noted a couple nights prior to the incident. Per report, there is a "burn hole" at the top of the hand control pendant. It was reported that there were no injuries related to this event. Due to the reported fire, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the hand control pendant of the semi-electric bed caught on fire. No injuries were reported.